Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported "controller failure" leading to console being exchanged. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - controller failure (red alarm) has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The reported failure was not reproduced. The root aic - controller failure (red alarm) was not determined due to the inability to reproduce.